Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The logs show a high motor current pump stop when the first pump start is attempted. The pump is then able to be started and was run successfully. Once the pump is running there are suction alarms and motor current spikes. Both of these events indicate that the pump is likely contacting biomaterial. The cause of the pump not starting initially was most likely biomaterial based on the log analysis and the observation of a left ventricle thrombus. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported a high motor current followed by a pump stop alarm occurred during impella support. The impella was able to restart, however, flows notably decreased. The pump was subsequently replaced to resolve the reported issue. It was noted following explant that a thrombus was discovered within the left ventricle. There was no patient harm reported.